Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: during product evaluation, additional information was provided that confirmed that this case is a duplicate of MFR 0001038806-2026-00082. As a result, the prior submissions for MFR-0001038806-2026-00133 submitted on january 8, 2026 is no longer considered a reportable event by zimvie and no further reports will be submitted. The following sections are being reported: b4: date of this report was updated, b5: description of event was updated, g3: date received by manufacturer was updated, g6: type of report was updated, h2: type of follow up was updated, h10: additional narrative/data was updated.

Event description:
During product evaluation, additional information was provided that confirmed that this case is a duplicate of MFR 0001038806-2026-00082. As a result, the prior submissions for MFR-0001038806-2026-00133 submitted on january 8, 2026 is no longer considered a reportable event by zimvie and no further reports will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at an unknown tooth site was cracked and required removal. The patient's general dentist confirmed that the implant was cracked via pa x-ray imaging. An additional appointment was required to replace the implant and the implant crown following an undisclosed time to allow the tooth site to heal.